Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that on (B)(6) 2011 at 10:00am, the patient reported a blood glucose results of "247,254, and 224mg/dl" with a lifescan meter and "107, 177, and 165mg/dl" on another device, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately after, the reporter stated that the patient took more food/drink in response to the reported issue. The cca was informed by the reporter that the patient manages his diabetes with shots (other than insulin, unknown type and dosage). At an unspecified time on (B)(6) 2012, after the alleged issue occurred, the reporter claimed that the patient "passed out for awhile" but denied that the patient received any medical treatment. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. Replacement products were sent to the patient. Despite repeated attempts, the reporter/patient could not be contacted for further information. This complaint is being reported because although the reporter denied that the patient received any medical treatment after the alleged issue occurred, the patient developed symptoms of severe hypoglycemia.